Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-10078 and 2134265-2016-10077. It was reported that automatic pullback failure had occurred. An opticrossimaging catheter was used in conjunction with a sled and motor drive unit. However, during an intravascular sonography the opticross catheter failed to perform automatic pullback. The procedure was completed with another opticross. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has the telescope detached from the sheath assembly. Pull back testing cannot be performed due to the telescope detached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that automatic pullback failure had occurred. An opticross¿ imaging catheter was used in conjunction with a sled and motor drive unit. However, during an intravascular sonography the opticross catheter failed to perform automatic pullback. The procedure was completed with another opticross. No patient complications were reported and the patient's condition is stable.